Event description:
It was reported to the aci trainer that a (B)(6) female patient underwent a left heart catheterization procedure on an unknown date. Access was obtained at the right common femoral artery via a 6f procedural sheath. There was no report of a pre-procedural femoral angiogram to assess suitability of closure. Following the procedure, the physician who is a trained user of the mynx, used the device for femoral arterial closure. It was reported that there were no complications during the procedure or closure. However, almost immediately post closure, an abrupt swelling at the access site developed. A doppler ultrasound was performed which revealed a pseudoaneurysm (psa). The patient was treated with a thrombin injection which was unsuccessful in resolving the psa. The following day, the patient was reportedly taken to the operating room (or) where a surgical procedure was successful in treating the psa. The patient was reported to be doing fine with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.